Manufacturer narrative:
Additional information :evaluation summary: post market vigilance (pmv) led an evaluation of devices. The visual inspection of the returned products noted: the trocar balloons, obturators, valve seals and doors appeared intact. The inflation syringes were received. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemi colectomy procedure, the balloon physically broke. A new balloon was used in order to complete the case. There was no patient injury.